Event description:
In 2009, the lay user/pt in another country, contacted lifescan alleging the one touch ultra easy meter displayed the "error 1" message. The medical surveillance specialist wrote follow up questions for the technical service representative to ask the pt. The pt said the meter did not work starting at 7 am on the event date. At 1:15pm on the same day, the pt felt that her stomach was empty, felt shaky, and was sweating. She ate 2 squares of chocolate and it took her 10 to 15 minutes to feel better. The pt said she takes three doses of actrapid insulin, 20 mg in the morning and at lunch and 30 mg at dinner. The pt also takes 60 mg of detemir in the evening. She quoted using mg instead of units of insulin. The pt only adjusts her actrapid based on a sliding scale and only by 2 or 3 units based on meter readings. She says that the day she felt symptoms she used 20 mg of actrapid in the morning and at lunch and 30 mg at dinner. She also had 60 mg of detemir in the evening. She said she did not eat any less or more before she had symptoms that day. The pt tests her blood sugar four times per day, in the morning at around 7:30, in the evening at around 10:30, and at lunchtime and teatime depending on how she felt. The pt also adjusts her diet based on the meter readings. If the readings are high, she eats less and if the readings are low, she eats more. She said she could have made adjustments in her treatment the day she had symptoms depending on the readings. The issue was not resolved through troubleshooting and the product is not new (out of box). This complaint is being reported because the pt alleged the meter displayed the "error 1" message, was not able to test her blood sugar, and subsequently suffered symptoms indicative of hypoglycemia, after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.